Manufacturer narrative:
The investigation of this event is on-going as a request has been made to the local representative for additional information.

Event description:
Boston scientific received information from a product experience report form that this patient, with this s-ICD system (implanted in late (B)(6) 2013) developed an infection in mid-(B)(6) 2014. The root cause of the infection is not known at this time. According to the local representative, the patient was placed on oral antibiotics. A future explant procedure is on hold to assess whether treatment will resolve the patient's infection.